Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse checked the probe alignments, pumps and dilutors and found no system issues. The customer ran (B)(6) samples to verify system operations. The cause for the initially (B)(6) advia centaur xp hbsagii results is unknown, and the customer did not run any other (B)(4) biomarkers tests on the patient samples. All qc (quality control) results were within package insert ranges. Based on the information provided, pre-analytical factors or sample specific issues cannot be ruled out. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instruction for use (IFU) under the interpretation of results note states the following: "when the advia centaur hbsagii assay is used as a stand-alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring (B)(6) during the perinatal period), it is suggested that the advia centaur hbsag confirmatory assay be used to confirm the result." The instrument is performing within specifications. No further investigation is required.

Event description:
(B)(6) results were obtained on two patient samples, and the results were questioned by the physician(s). The same patient samples were repeated in duplicate on an alternate advia centaur system, and the results were (B)(6). There were no other (B)(4) biomarkers ordered on the patients when the event occurred. Corrected reports were issued by the customer. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp hbsagii assay results.